Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two nurses who state this was their first time using arctic sun device. The device alarmed and stopped therapy. Guided to event log and noted alarm 15 (unable to obtain stable pt temp) and alert 50 (pt temp one erratic). Explained this can be due to a short in the cable or a probe not properly seated. Ensured probe properly seated and flexed cable to confirm patient temperature stayed stable. Restarted therapy flow rate (fr) was 1.3lpm, patient temperature (pt) was 32.7c, water temperature (wt) was 38.5c. Suggested they go ahead and get another temperature in cable from another device just in case this happens again. Replace temperature in cable at that time if so.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Explained this can be due to a short in the cable or a probe not properly seated. Ensured probe properly seated and flexed cable to confirm patient temperature stayed stable. Restarted therapy flow rate (fr) was 1.3lpm, patient temperature (pt) was 32.7c, water temperature (wt) was 38.5c. Suggested they go ahead and get another temperature in cable from another device just in case this happens again. Replace temperature in cable at that time if so. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two nurses who state this was their first time using arctic sun device. The device alarmed and stopped therapy. Guided to event log and noted alarm 15 (unable to obtain stable pt temp) and alert 50 (pt temp one erratic). Explained this can be due to a short in the cable or a probe not properly seated. Ensured probe properly seated and flexed cable to confirm patient temperature stayed stable. Restarted therapy flow rate (fr) was 1.3lpm, patient temperature (pt) was 32.7c, water temperature (wt) was 38.5c. Suggested they go ahead and get another temperature in cable from another device just in case this happens again. Replace temperature in cable at that time if so.